Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with one infusion set on (B)(6) 2024. The cannula was crimped. Patient noticed symptoms within 3 or more after insertion. The site of insertion was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient resolved the issue by changing soft cannula infusion set only and resuming insulin. No further information was available.